Event description:
A user facility reports that foreign material that looked crystalline was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement. Additional information has been requested.